Manufacturer narrative:
The returned charger was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced burn at the ipg site while charging. The burned area was painful to touch and had a huge amount of swelling. The patient stated that the charger may have over heated. The patient applied ice and burn cream on the area as well as took an ibuprofen.

Event description:
It was reported that the patient experienced burn at the ipg site while charging. The burned area was painful to touch and had a huge amount of swelling. The patient stated that the charger may have over heated. The patient applied ice and burn cream on the area as well as took an ibuprofen.

Event description:
It was reported that the patient experienced burn at the ipg site while charging. The burned area was painful to touch and had a huge amount of swelling. The patient stated that the charger may have over heated. The patient applied ice and burn cream on the area as well as took an ibuprofen.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week from the date the manufacturer became aware of the event.